Event description:
It was reported that the customer had a battery out limit alarm and the pump went dead. Customer's blood glucose level was 121 mg/dl. Customer uses an (B)(6) aaa alkaline battery. Customer inserted a new aaa alkaline battery to test with the pump. Customer stated that the display returned. Customer was advised to monitor the pump. A replacement battery cap will be sent as a courtesy to rule out any possible battery cap issues. It was explained that this is normal pump behavior. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.